Event description:
Patient was receiving IV infustion of etoposide. The patient reported her shirt felt wet approximately half way through the infusion. The nurse noted the infusion was leaking at the clave where the etoposide was connected to the primary saline line. There were no obvious cracks and the connection appeared secure.